Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) level of 17-50 mg/dl and 19.0 mg/dl ketone level; cause was unknown. Reportedly, the customer was treated with basal and bolus insulin. Customer reverted to an alternate method of insulin therapy. No additional information was provided on patient condition and further treatment received.

Manufacturer narrative:
The following sections were updated: d1, d2a, d2b, d4 (catalog #, serial #, unique identifier #, h4.